Event description:
The patient reported he experienced pain at the ipg site whether stimulation is on or off. The patient stated when he holds the ipg and moves it up, the pain is resolved. However, when he releases the ipg, the pain returns. The patient will consult with the physician as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.